Manufacturer narrative:
Other relevant device(s) are : product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that the programmer was giving them a messaged that stated "device is not hooked up externally" and on (B)(6) 2019, patient stated that the lead wires had pulled out of the ens. No symptoms were reported and no further complications were noted or anticipated.